Event description:
Info received indicates the hi/low drive brake is drifting down slowly.

Manufacturer narrative:
The technician found the hi/low drive brake mechanism was dirty. He degrease the hi/low drive brake mechanism to repair the bed.